Event description:
Additional information received reported that the manufacturer representative gave the account the return mailer kit.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the lead would not seat into the implantable neurostimulator (ins) connector block. The manufacturer representative tried several different techniques with no success. It was noted that another ins was used with no issues. The manufacturer representative was calling post-implant and the implant happened in the morning. It was reported that they would send the ins back in.